Manufacturer narrative:
D10: concomitant products: logic tibia ps mod insrt sz 3 9mm (cat# 02-012-35-3009 / serial# (B)(6), lgc tibial fit tray cem sz 3f / 2t (cat# 02-012-45-3020 / serial# (B)(6), three peg patella 35mm (cat# 200-02-35 / serial# (B)(6), fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(6), tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 13 years post initial left tka, the 67 y/o female patient was having pain. Patient had a loose femur that was in flexion. Patient was revised to femur size 3 constrained, with posterior and distal augments, 2° coupler, 16 x 1 20 stem and a h 32 small cone femoral. A 3/15mm constrained liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays provided. The devices are not available for evaluation due to they were held by hospital. No further information. This is 1 of 2 reports for this event. See MDR#1038671-2024-00268.

Manufacturer narrative:
The revision reported was most likely the result of a combination of prosthesis wear and aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear from cement/bone overhang or instability may have contributed to particle-induced osteolysis and subsequent loosening. However, the contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation and potential contributions from patient or user-related issues cannot be determined as initial post-operative radiographs and additional clinical information was not provided.